Event description:
It was reported that during the device changeout, the chronic right atrial (ra) lead required insulation repair. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1156t competitor implantable pacing lead (B)(6) 2009; 7122 competitor implantable defib lead (B)(6) 2009; 6937a-52 implantable defib lead (B)(6) 2009. (B)(4).